Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the evaluation of the returned device did not confirm the report of outflow graft thrombus seen via cta. No adhered depositions or thrombus formations were discovered during the evaluation of the returned device; however, the evaluation revealed the presence of coagulated blood consistent with a low flow condition. Moreover, a specific cause for the reported peripheral thrombi and a direct correlation with the device could not be conclusively determined through this evaluation. Review of the submitted and downloaded log file data confirmed the reported low flow events; however, the evaluation of the returned device could not confirm a device-related cause for the low flow events. Review of the submitted system controller periodic log file data (recorded at 8-hour intervals) showed that from the beginning of the log on 04jun2019 through timestamp 28aug2019 12:13 am, the pump was operating at a stored patient speed of 5200 rpm with stable calculated average flow, motor power, and calculated average pi ranging from 3.5-4.3 lpm, 3.561-3.982 watts, and 2.1-5.7, respectively. The last line of controller periodic log file data captured at timestamp 28aug2019 8:13 am as well as the entire submitted controller event log file containing data on 28aug2019 from 1:44 am ¿ 9:47 am showed continuous low flow hazard alarms associated with a sudden decrease in calculated average flow values ranging from 0.8-1 lpm. The reduced flow values were associated with reduced motor power values ranging from 3.029-3.306 watts as well as consistently lower calculated average pi values ranging from 2.1-2.7. Review of the lvad log file data downloaded from mlp-006468 showed that pump flows below 1 lpm persisted on 29aug2019 (date of pump exchange) and did not recover to baseline values. Despite the captured low flow events, no rotor instability events, abnormal low speed events, or atypical lvad faults were recorded throughout the submitted and downloaded log file data. The pump was returned assembled with the pump cable severed approximately 2.5 inches from the pump housing. The modular cable and the severed portion of the pump cable were not returned. The sealed outflow graft was returned cut adjacent to its hardware and a severed graft segment measuring approximately 2 inches in length was also returned. The sealed outflow bend relief and apical cuff were not returned. Upon disassembly of the pump, dark red coagulated blood was observed occluding the lumen of the inflow cannula. The coagulated blood appeared to be more tissue-like toward the distal end of the inflow cannula. The returned portions of the sealed outflow graft showed no evidence of distortion such as twisting or kinking that may have contributed to a flow obstruction during vad support. The lumen of the returned outflow graft material revealed traces of coagulated blood and the graft adapter was occluded with loosely coagulated blood. The interior of the pump cover also revealed loosely coagulated blood. In addition, examination of the pump rotor and rotor well revealed only loosely coagulated blood with no evidence of any developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well revealed no evidence of damage. The depositions of coagulated blood observed within the device revealed little structure, showed no evidence of laminated layering or denaturation, and were not adhered to the blood-contacting surfaces. The coagulated blood present within the device appeared consistent with a low flow event or an interruption in flow. A specific cause for the low flow condition could not be determined through the evaluation of the returned device; however, it should be noted that a cta reportedly showed an aortic root thrombus in addition to a questionable left ventricle thrombus and a suspected right axillary vein thrombus. Moreover, the evaluation could not conclusively determine a duration of time for which the depositions of coagulated blood were present in the device. Visual inspection of the blood-contacting surfaces of the returned pump found no adhered depositions or thrombus formations. Following cleaning, the device was reassembled and operated on a mock circulatory loop. The pump functioned as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists pump thrombosis, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years and 1 month. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a sudden onset of low flow alarms that have continued to persist despite fluid administration. Log file submitted for review revealed low flows and it was mentioned that it could be the pump is seeing a reduction in blood volume. Upon arrival to the hospital, the patient was reported to be hemodynamically stable despite flows 0.8 lpm. The patient¿s troponins elevated. An echocardiogram (echo) was performed however the vad clinician was unable to decompress left ventricular (lv) or close the atrioventricular (av) despite increasing speed from 5200 to 6100. The patient was admitted to the hospital and started on milrinone due to concern for pump dysfunction. Computed tomography angiography (cta) shows occluded thrombosis lvad outflow graft, questionable thrombus lv, suspected thrombus right axillary vein and a 2 centimeters thrombus in aortic root. On (B)(6)2019, the patient underwent a pump exchange. No further information was provided.